Event description:
Same case as MDR ID#: 2134265-2013-05960 and 2134265-2013-05961. It was reported that during the percutaneous coronary intervention, the motor drive unit was unable to pullback. The ilab ultrasound imaging system unit was used in conjunction with a bsc catheter and sled intended to visualize the lesion located at a distal of left circumflex. It was noted that the left side of the sled, a part where the catheter was set in, it was misaligned making the catheter to be improperly angled. Due to sled defect, the motor drive unit failed to perform pullback. Sled was exchanged to another of the same device and completed the procedure. No complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The returned pullback sled appears normal and no damage was observed. During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. The device met specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-05960 and 2134265-2013-05961. It was reported that during the percutaneous coronary intervention, the motor drive unit was unable to pullback. The ilab ultrasound imaging system unit was used in conjunction with a bsc catheter and sled intended to visualize the lesion located at a distal of left circumflex. It was noted that the left side of the sled, a part where the catheter was set in, it was misaligned making the catheter to be improperly angled. Due to sled defect, the motor drive unit failed to perform pullback. Sled was exchanged to another of the same device and completed the procedure. No complications were reported and the patient's condition was good.